Event description:
The customer contact reported, the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "error." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
An investigation could not could not be performed as the user refused to provide any of the samples for further evaluation. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user was not satisfied with the recovery of tsh and ft4 versus competitor methods. Of the data provided, the following results were discrepant. Tsh results are in miu/ml and ft4 results are in ng/dl. Sample 1 initial tsh result was 6.78, repeat on the siemen's dimension was 4.23, repeat on the elecsys 2010 was 6.67, repeat on the e601 with a new lot number of reagent was 6.61 and repeat result from an unknown roche analyzer was 6.59. The initial ft4 result was 1.21, repeat on the siemen's dimension was 0.77, repeat on the elecsys 2010 was 1.17, repeat on the e601 with a new lot number of reagent was 1.17 and repeat result from an unknown roche analyzer was 1.26. Sample 2 initial ft4 result was 0.94, repeat on the siemen's dimension was 0.55, repeat on the elecsys 2010 was 0.826, repeat on the e601 with a new lot number of reagent was 0.841 and repeat result from an unknown roche analyzer was 0.916. Sample 3 initial ft4 result was 1.59, repeat on the siemen's dimension was 0.82, repeat on the elecsys 2010 was 1.35, repeat on the e601 with a new lot number of reagent was 1.36 and repeat result from an unknown roche analyzer was 1.47. Sample 6 initial tsh result was 4.67, repeat on the siemen's dimension was 2.54, repeat on the elecsys 2010 was 4.61, repeat on the e601 with a new lot number of reagent was 4.57 and repeat result from an unknown roche analyzer was 4.51. The initial ft4 result was 0.41, repeat on the siemen's dimension was 0.22, repeat on the elecsys 2010 was 0.384, repeat on the e601 with a new lot number of reagent was 0.397 and repeat result from an unknown roche analyzer was 0.418. The discrepant results were not reported. The tsh reagent lot numbers were 15531801 and 15697801. The ft4 reagent lot number was 15567401.